Event description:
It was reported that a patient with a 11500a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 2 months due to unknown reasons. A 9755rsl 23mm was implanted successfully.

Manufacturer narrative:
H11. Additional narrative d4 UDI: (B)(4). The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.